Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product not yet received. Therefore, the product testing could not be performed and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request (ir) was received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) had unfolding issue. Additional information provided states lens was in contact with the patient¿s eye. At the time of unfolding, the lens partially sticks on the piston. It was impossible to fully deploy the lens in the customer left eye. The surgeon was able to remove the lens from the eye during the same procedure, and replaced it with another lens of the same model and diopter. Later further information was provided. The lens was only partially delivered into the patient¿s left eye. There was no incision enlargement, sutures or vitrectomy required. Patient had no problem when discharged. The removed lens is not available for return as it was destroyed by the surgery center. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.